Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited poor threshold. Upon repositioning, the lead helix was unable to extend and was further stuck upon retraction due to tissue residues on the lead helix. The lead was removed and replaced. The patient had no adverse consequences.